Event description:
A customer reported to baxter (B)(4) of a secondary medication set in which operator observed under infusion of an unknown medication. The reported condition occurred during infusion. A patient was involved. There was delay in administration of medication due to reported condition; however, there is no report of patient/user injury or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. This is a product not distributed in the us and does not have a 510k number. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition of a secondary medication set in which operator observed under infusion of an unknown medication was not confirmed during sample evaluation. One actual sample and two companion samples were available for evaluation. No defect was observed during visual inspection and simulation test. No other tests were performed. The samples were working within specification. Correction: the lot number provided by the customer is incomplete. A batch review cannot be performed since the provided lot number was incomplete. Should additional information be received, a follow-up medwatch will be submitted.